Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd ms3 pump. The complaint of system fault error message was confirmed when powering device on the alarm 112 and unable to perform functional testing. This was isolated to the motor. Action was taken to replace the motor. Physical condition of device revealed damaged to rear housing, which was replaced during repairs. Device passed all functional testing.

Event description:
Device evaluation completed on a smiths medical ambulatory infusion pumps/cadd ms3 pump.